Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a communication error occurred. The device alarmed for no apparent reason. Although requested, additional information was not provided.

Event description:
It was reported that a communication error occurred. The device alarmed for no apparent reason. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information: h7, h9. Investigation conclusion: the customer¿s concerns of a communication error was confirmed in the review of the event logs; however, the error was not replicated during testing. Results from a review of the syringe module event log identified a network communications down error on (B)(6) 2020, at 2:19:19 pm, suspected to be the reported error event. No further entries were observed and the next power on attached was observed on (B)(6) 2020, at 2:27:49 pm. Iui test method was performed and no channel disconnections were observed on the customer returned device. A 24 hours test infusion was performed on the syringe device demonstrating no channel disconnections. Device inspection: the source device was received with the instrument seal intact. Iui connectors on syringe module were found to be dull. The bottom left rear cover boss was observed cracked. The bottom right rear cover well was observed broken with dried fluid ingress. The left iui has a date code of (B)(6) 19, (B)(6) 2019. The right iui has a date code of (B)(6) 20, (B)(6)2020. Root cause analysis: the root cause of the customer¿s complaint of a communication error was not identified. Source device demonstrated to be operating as intended during testing. Device history review: review of the syringe module service history record showed the device had a manufacture date of (B)(6) 2016. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed one production failure record was opened on (B)(6) 2016, for a calibration required message for the source device.